Manufacturer narrative:
The product has been received for eval; however, eval is not yet complete. A follow up medwatch report will be submitted.

Event description:
Received info stating customer's pump unexpectedly shutdown during basal. Pump became responsive when plugged into a power source. The customer's blood glucose level was not impacted.